Event description:
A caller reported experiencing a cgm error 42 with their g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the process. After the pump was reset, the cgm error code did not appear again, and the caller was able to successfully start their sensor session.